Event description:
It was reported that a pump is "giving an upstream occlusion alarm." Additionally, there was no reported patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The baxter evaluation confirmed the reported symptom caused by a failed upstream sensor. The upstream sensor was replaced.